Event description:
The event occurred in china. It was reported that the error message ¿stop---¿ occurred on the rotaflow console during pre-charging and the pump was discontinued afterward. The pump did not stop. No patient was involved. No harm to any person has been reported. The reported failure ¿stop----¿ could lead to the pump stop during use therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in china. It was reported that the error message ¿stop---¿ occurred on the rotaflow console during pre-charging and the pump was discontinued afterward. The pump did not stop. No patient was involved. No harm to any person has been reported. The reported failure ¿stop----¿ could lead to the pump stop during use therefore, a report is required. The affected rotaflow console (rfc) with s/n (B)(6) was investigated by a getinge field service technician and the mcp00705057#rfc control board kit (article number 701034051) has been replaced. A functional check was performed and the device is back in use. The failure "stop --" has been previously investigated by the getinge life cycle engineering and the root cause could be determined as a faulty control of the transistors t3 and t6 by the controller ic23 on the control board which lead to the reported failure. Based on the investigation results the reported failure "stop ---" could be confirmed. The review of the non-conformities was performed on 2026-06-05 and during the period of 2023-09-04 to 2026-06-04 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The affected rotaflow console was produced in 2023-09-04. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the chinese market. It is a significantly similar device to "base unit, rotaflow console¿ which is sold in the USA under premarket submission number k991864. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for rotaflow console with catalog number 701046405.